Event description:
A hospital reported to our distributor that two of rt340 adult breathing circuits failed the ventilator leak test. This was found prior to use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. An investigation will be carried out once we receive the complaint device. Results: no results to date. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: no conclusion can be provided at this time.